Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed due to loosen internal connections. The field service engineer (fse) reseated all internal cables for the half-height cubie drawer. During the process, intermittent pyxibus failures were observed on other drawers. The cable was properly reseated, and no further issues were noted. Diagnostics confirmed all drawers were functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer 6 and 1, full height drawer 3 were failed to recover and not in bus. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.